Event description:
During follow-up, a false eri was observed on the device. The issue was resolved by explanting and replacing the device. The patient was in stable condition and experienced no adverse health consequences

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false eri was observed on the device. Further information was requested but not yet available. The patient was in stable condition and experienced no adverse health consequences.

Manufacturer narrative:
The device image indicated that the device had low field settings. The battery voltage was at near beginning of life level during the entire implant duration due to low current consumption. Analysis performed, including mechanical and electrical tests, indicated that device exhibited normal device characteristics and the battery voltage is still within normal operation range. Longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. The reported event of false eri was not confirmed.